Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, water (possibly saline), was suctioned into the intra-aortic balloon (iab) tube. As a result, the pump was replaced. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "fluid backup into the pump" is not able to be confirmed. A certified technician checked the pump and found fluid aspiration in the pump assembly. The root cause of the complaint is undetermined. If additional information or part is received at a later date, the notification will be reopened and a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex. The reported complaint of "fluid backup into the pump" is confirmed. Dried condensation and dried blood were noted inside the manifold and pneumatic valves which potentially created a blockage inside the pneumatic system. The root cause of how the condensation buildup or blood entered the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, water (possibly saline), was suctioned into the intra-aortic balloon (iab) tube. As a result, the pump was replaced. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, water (possibly saline), was suctioned into the intra-aortic balloon (iab) tube. As a result, the pump was replaced. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "fluid backup into the pump" is not able to be confirmed. A certified technician checked the pump and found fluid aspiration in the pump assembly. The root cause of the complaint is undetermined. If additional information or part is received at a later date, the notification will be reopened and a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.